Manufacturer narrative:
Upon receipt of this ambicor penile prosthesis (app) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders and pump were visually inspected, and leak tested. The kink resistant tubing (krt) was cut off from the pump. There were no visual damages or abnormalities noted in the pump. No leaks were found. The first cylinder had wear and a leak at a fold in the proximal end. Broken fabric threads were found in the distal end of the cylinder body with a bulge present when it was inflated with a syringe. The second cylinder had wear at a fold in the proximal end. No leaks were found. Based on the information available and analysis results, the device deflation issue was most likely attributed to the cylinder bulging and fluid leak that was identified in the analysis.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it would not deflate. No patient complications were reported.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it would not deflate. No patient complications were reported.